Manufacturer narrative:
Omit: a11 - computer software problem (1112), g02008 - computer software, b17 - device not returned, c20 - no findings available. Additional information: imdrf annex a, g, b and c codes, manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the time and date was wrong on the pcu. After downloading the logs, customer discovered there was battery rtc error code 100.6070, which they suspect is reverting date and time. After connecting to the asm tool, the time and date is reverted back on the pcu. This also have previously reported under pir2013763 and pir2103660. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the time and date was wrong on the pcu. After downloading the logs, customer discovered there was battery rtc error code 100.6070, which they suspect is reverting date and time. After connecting to the asm tool, the time and date is reverted back on the pcu. This also have previously reported under (B)(4) and (B)(4). There was no patient involvement.